Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient showed signs of infection (red, purulent drainage) at the subcostal incision site while in clinic. The patient was admitted to another hospital the next day for treatment. Cultures were done and tested positive for candida. The infection was treated with anti-fungal medications. The wound was opened and cleaned and the patient was placed on vacuum assisted closure (vac) therapy. The infection was stable with medication; however, due to prior abdominal surgeries, there was very little tissue available to cover the open wound. The patient¿s infection was subsequently unable to remain controlled. Lactate dehydrogenase (ldh) levels also started rising to greater than 10,000 u/l and hemolysis was suspected. The patient was placed on comfort care and expired on (B)(6) 2014.

Manufacturer narrative:
A correlation between the device and the reported infection could not be determined through this evaluation, as the pump was not returned to the manufacturer for analysis and an autopsy was not performed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
Approximate age of device: 20 days. It was reported that an autopsy was not performed and the pump would not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.